Event description:
It was reported that during implant, the electrode showed an imperfection, with part pulled back and beginning to uncoil. The issue was identified prior to tunneling. The device was scrapped, and a new electrode was successfully implanted. No adverse patient effects were reported.